Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on (B)(6) 2022 by a facility representative via sems that an ar-13995n scorpion needle has broken. This was discovered during a case and broke inside the patient. Per facility: "the surgeon was doing a rotator cuff repair and used the scorpion sl with a multi-fire needle. The needle broke mid pass in the tendon. He was able to retrieve the broken piece of the needle."

Manufacturer narrative:
The complaint is confirmed. (1) ar-13995n multifire scorpion needle was received for evaluation. Visual inspection revealed the tip of the needle was broken off. Without additional information, the cause remains undetermined.